Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the aspiration needle could not deploy properly out of the distal end of the sheath. There were no reports of patient harm.

Event description:
It was reported the aspiration needle could not deploy properly out of the distal end of the sheath. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection and the reported failure 'needle did not deploy properly out of the distal end of the sheath' was not confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the probable root cause of the complaint cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the aspiration needle could not deploy properly out of the distal end of the sheath. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the h6 - adverse event problem. Corrected fields: h6 investigation findings.